Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: two hundred sample cups were returned for evaluation. No defects were found in the cups. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that mold was found on a 120 ml bd vacutainer® plastic urine collection cup. No injury or medical intervention reported.